Event description:
The core saber drill was returned for service. Upon eval at the MFR, it was found to run without user activation. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly it was discovered that the motor coil assemblies were worn.